Manufacturer narrative:
Olympus has made several attempts to obtain further information regarding the alleged event but was unable to retrieve any additional information. Per an olympus sales reprensentative, the facility uses a third party repair firm for their endoscope repairs and that firm would be evaluating the malfunctioning endoscope. It is noted that the last time this specific endoscope was sent in for repair was 1/28/02. Due to the lack of information provided by the hospital and a returned product for investigation, olympus cannot conclusively determine what caused the user's experience. If any further significant information becomes available, olympus will submit a supplemental report.

Event description:
The hospital reported their endoscope separated in the patient during procedure. It is unknown if the procedure was completed or whether it was the same device. The hospital reported some trauma was caused to the patient, but did not disclose any information as to what type or degree. The patient was reported to be okay.